Event description:
Event description cpi received information that this implantable pulse generator (ipg) was explanted because long pauses were noted on the ECG tracings. The device was returned to cpi for analysis.